Manufacturer narrative:
An event of valve under expansion was reported. The valve was returned to abbott for analysis. The valve was visually, dimensionally and microscopically examined for any anomalies. No evidence of damage or anomalies with the stents were observed. The inflow and outflow surfaces of all three cusps of all valves were unremarkable with no tears, perforations or anomalies noted. All three cusps were mobile when manipulated. No other anomalies were identified. Field indicated that during the procedure, the valve was not able to be implanted after recaptures. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported valve under expansion could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 35mm navitor vision valve was selected for implanted using a large flexnav delivery system (ds). During the procedure, the valve was not able to be implanted after recaptures. The valve was replaced since the physician thinks that the valve had reduced its diameter after the re-sheaths. A second 35mm, navitor vision valve was selected for the procedure and able to be implanted successfully. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The patient was discharged.